Event description:
Additional information received reported when the device manufacturer representative was able to print the report, she had used the hcp¿s programmer. It was clarified the pump was to be explanted because the hcp ¿prefer that for security¿. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the health care provider (hcp) was not sure the pump was updating correctly. It was also reported the logs did not appear in the data manager of the clinician programmer. It was later reported that the device system was used to deliver baclofen. The hcp reportedly said he filled the pump and programmed it, but it was impossible to print the report because it didn¿t appear in the printer memory. It was reported no malfunctions were seen and no cause of the issue was determined. The patient was seen on (B)(6) 2013 and the programming was changed. The manufacturer representative was able to print the report at that time. The patient felt good but the hcp reportedly ¿finally¿ decided to change the catheter and pump.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial# unknown. Product type: programmer, physician: product ID neu_unknown_prog, serial# unknown. Product type: programmer, physician. (B)(4).